Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, vessel rupture occurred. The physician was attempting to implant a taxus liberte' 4.00x32mm drug eluting stent; however, the stent delivery system was unable to cross the lesion and the "vessel ruptured due to excessive insertion". The patient required coronary artery bypass graft and the procedure was successful. The patient's condition is satisfactory.

Manufacturer narrative:
Visual and microscopic examination of the stent revealed damage to the proximal end. One of the stent struts measured at approximately 0.5mm was bent back distally. No kinks or damage was found on the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this event is unknown.